Event description:
It was reported to the biomed that the epg (external pulse generator) had an error at boot. The epg was restored to service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.